Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bone and non-malignant pain. It was reported that the first implant the patient had was supposed to last 2-4 years but only lasted 4 days short of a year. No patient complications were reported as a result of this event.